Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer's blood glucose reading at the time of incident was unknown mg/dl. The customer was treated with food and glucose tablets for low blood glucose. Customer's current blood glucose value was 40 mg/dl. The customer did not experience any symptoms related to low blood glucose. The customer also reported that the insulin pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.